Event description:
During the investigation performed at zoll (B)(4) service depot on (B)(6) 2022, the thermogard console (B)(4) failed the functional test and display a "coolant empty" message when the coolant reservoir was full. No patient involvement.

Manufacturer narrative:
During the investigation performed at zoll (B)(4) service depot on (B)(6) 2022, the thermogard console (B)(4) failed the functional test and display a "coolant empty" message when the coolant reservoir was full. The investigation determined that the root cause of the "coolant empty" message was the defective coldwell reservoir, likely due to a defective component. Visual inspection was performed and noted a missing prime switch cover, unrelated to the reported complaint. The prime switch cover was replaced to address the observed issue. The root cause was likely attributed to user mishandling. The event log review showed no significant discrepancies or error messages. Following service, the console was placed in a burn-in test for 2 days. The thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).